Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: initial implant malpositioning. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: ifuse implant, p/n 7050-90, lot# 7550002452006, mfd. Unknown, exp. 2014-04, gtin (B)(4), ifuse implant, p/n 7040-90, lot# 7550002440003, mfd. Unknown, exp. 2014-04, gtin (B)(4), ifuse implant, p/n 7035-90, lot# 7550002440002, mfd. Unknown, exp. 2014-04, gtin (B)(4), ifuse implant, p/n 7045-90, lot# 8078003696004, mfd. Unknown, exp. 2015-08, gtin (B)(4), ifuse implant, p/n 7055-90, lot# 8028003235006, mfd. Unknown, exp. 2015-04, gtin (B)(4), ifuse implant, p/n 4045-90, lot# 7551002779010, mfd. Unknown, exp. 2015-05, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2011 and (B)(6) 2012. Six implants in total were installed. The patient later reported to a different surgeon with pain complaints. The surgeon believed that four of the six were malpositioned and too close to the s1 neuroforamen. In (B)(6) 2019, the surgeon removed four of the six implants with chisels. Two of the implants were left in place. The patient's pain complaints resolved following the revision procedure.